Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The instrument was received with the handle detached from the shaft. The bag was not deployed and the gold ring was seated in the handle.. The handle was disengaged from the shaft. The handle of the sample was introduced in the shaft until it fit; attempts were made to slide the handle back and forward, but the component did not move. This indicates that the unit was not correctly assembled, originating the reported condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the ring and shaft were broken upon opening package; unable to use device.